Event description:
It was alleged that a quantum ii controller continually alarmed with no error codes present. The procedure was successfully completed using an alternate device/method. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection of the returned foot control assembly shows the stress relief is broken and the cable is bent, causing the inner wiring to be damaged. During functional evaluation, the concomitant controller was exhibiting an error code. The error occurred as soon as the returned foot control assembly was plugged in without either pedal being depressed. The controller was also tested separately using a known good foot control assembly, and the functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. The complaint was verified and the root cause was determined to be due to damaged wiring in the foot control cable, possibly caused by normal wear and tear. One potential factor unrelated to the manufacture or design of the device that could have contributed to the reported event includes cable fatigue, which could cause pin connections to become detached or insulation and/or wires to break or become compromised. There were no indications during manufacturing record review that would suggest the devices did not meet product specifications upon release into distribution.